Manufacturer narrative:
Additional information: d1, d4, h4, h6(update codes), h11. H4: the lot was manufactured between july 18-22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation visual inspection of the provided photographic sample shows fluid inside the bag that contains the device which suggests an under infusion may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused during infusion. After 24 hours of infusion, the pump had approximately 15% of antibiotic still remaining in the balloon. The device contained 18 g of piperacillin/tazobactam in 230 ml of sodium chloride solution, and a PICC (peripherally inserted central catheter) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.